Event description:
The tech began acquisition, and watched as it set up finding its starting position. At this time it was not in contact with the pt. A few frames later, the pt called out for help. At this point the detector was lying on her left cheek as her head was turned to the right away from the detector. The motion detector for the camera head never engaged. I stopped the acquisition in progress and removed the pt by using the pre-programmed commands on the brightview panel. At no time did I attempt to use the handset. The tech repositioned the pt an inch or two higher on the bed and restarted the acquisition setup, this time using her own hands between her body and the detectors to indicate to the detectors an exaggerated proximity to the pt. The detectors moved away from my hands leaving a large distance between detectors and pt as the acquisition began. I watched the detectors during the first 4 to 5 frames of acquisition and observed nothing unusual, so I engaged in other duties. Approx 4 to 5 minutes later, the pt and a staff member called out for assistance and at this time the detector was pressed to the pt's chest. At no time did the motion detector, motion stop, or proximity warning of any type engage either time the detector came in contact with the pt. This is the second event with this same piece of equipment.